Event description:
It was reported by the customer that a bd pyxis¿ es server patient's orders were not showing up. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist (tss) verified with the customer that the issue had been resolved by the hospital's network team. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient's orders were not showing up. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.